Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator was in backup operation. It was noted that the patient had finished a course of chemotherapy treatment. The device was electively explanted and replaced due to approaching elective replacement indicator.